Manufacturer narrative:
B3 date of event, corrected data: initial report inadvertently listed the wrong date. B5 describe event or problem, corrected data: initial report inadvertently left out relevant information. B6 relevant tests/laboratory data, including dates, corrected data: initial report inadvertently left out reported settings/diagnostics. H6 adverse event problem, corrected data: initial report inadvertently did not code 'b01' for type of investigation and 'c19' for investigation findings.

Event description:
It was noted that the patient's normal, magnet and autostim output currents were all set to zero in (B)(6) 2019 per mother's request as she stated it did not change frequency of seizures.

Event description:
It was reported that the patient's device was disabled 2 years after implant due to the patient's seizures being worse. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.